Event description:
The customer reported that they changed out their analyzer water tank reservoir and had an issue with a kinked line. After this issue, they began receiving questionable results for at least 15 patient samples tested for phosphate (inorganic). The customer was asked, but could not provide the exact number of samples involved. Of all involved samples, one had an erroneous result that was reported outside of the laboratory. The sample initially resulted with a "negative value" result. The sample was automatically repeated by the analyzer. The customer was asked, but did not know if the sample was automatically repeated at the same, increased, or decreased sample volume. The automatic repeat resulted as 0.7 mg/dl accompanied by a data flag. The 0.7 mg/dl result was reported outside of the laboratory. The sample was repeated on (B)(6) 2013, resulting as 3.8 mg/l and this value was believed to be correct. A corrected report was issued. The patient was not adversely affected. The phosphate reagent lot number was 68092801 with an expiration date of 06/30/2014. The field service representative determined that the volume of water dispensed into the cells was low. He adjusted the rinse lines. He ran calibrations, quality controls, and a precision study for phosphate; all passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.